Event description:
Edwards received notification that a patient with a 23mm aortic valve underwent a valve-in-valve (viv) procedure after an implant duration of 9 years and 3 months due to prosthesis calcification leading to stenosis and regurgitation. A 23mm transcatheter valve was implanted. The patient was noted as to be discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative : updated b5, b6, b7, f10, and h6 per new information received.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001 it was reported that the patient had or is being evaluated to undergo transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Re-operative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years and 3 months for unknown reasons. A 23mm transcatheter valve was implanted.